Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The surgeon reported the alleged event, "a revision was performed due to pain. Primary tha was performed on (B)(6) 2008.